Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: battery depletion-normal; no anomalies found; full lead in segments analyzed.

Event description:
Premature battery depletion was reported. Possible lead movement and increased thresholds were also reported. The lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.